Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a stain was found on the 6f 11cm avanti+ trans radial catheter sheath and puncture kit upon opening when the nurse in the interventional operating room (or) was preparing to use it. Another avanti plus was used to complete the procedure. There was no reported patient injury. The product was stored, prepped, and handled according to the instructions for use (IFU). No device damage was noticed prior to opening the package. The issue encountered was not due to a blockage of possibly injectable material. The hospital reported this case as an adverse event to the china national medical products administration (nmpa). The device will be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported, a stain was found on a 6f 11cm avanti+ trans radial catheter sheath and puncture kit when the nurse in the interventional operating room (or) was preparing to use it. Another avanti plus was used to complete the procedure. There was no reported patient injury. The product was stored, prepped, and handled according to the instructions for use (IFU). The device package was never opened. The issue encountered was not due to a blockage of possibly injectable material. The hospital reported this case as an adverse event to the china national medical products administration (nmpa). Clarification of the event was requested and not provided. The device will be returned for evaluation. A sterile ¿si avanti+ transrad kit 11cm¿ was received in a transparent plastic bag and unpacked for evaluation; the packaging seals were intact, and sterility was not compromised, and no foreign material or contamination was observed inside the sterile package. The needle was not secure in the tray. Review of the managed sample image showed only the lid tyvek (back side of the packaging), with no picture of the clear tray to assess component condition; therefore, it is not possible to determine whether the issue occurred after the device was returned or is more likely attributable to decontamination and/or shipping. The sterile unit was removed from its packaging and underwent a thorough visual inspection of all surfaces and accessible areas of the device and its components, which revealed no indications of foreign material or related anomalies. No other outstanding details were observed on the returned product. Based on this analysis, there is no evidence that the reported event is related to manufacturing or design, and no preventive or corrective actions are indicated at this time. The reported ¿catheter sheath introducer (csi)- foreign material¿ was not observed during the product evaluation. No foreign material or contamination was observed inside the sterile package. The current device labeling does not include specific warnings related to the user¿s experience. However, trained clinicians are expected to inspect the sterile packaging prior to opening and to refrain from using any product if irregularities are observed. In this case, no foreign material was confirmed during evaluation. Given the low occurrence rate and reliance on professional handling, the current labeling and standard clinical training are considered adequate. Based on the available information, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.